Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced an increase in pump stop events, some being associated with low voltage hazard alarms. The patient was noted to have a history short to shield with subsequent driveline splice since (B)(6) 2024 that progressed to short to short. Patient had also been persistently experiencing low flow and low speed advisory alarms, with the subsequent pump off alarms, related to their history of short-to-short. They have also experienced an increase in no external power alarms. Log files were submitted for review and captured low battery hazard events associated with phase-to-phase shorting events. During most of the events the log file recorded sudden voltage reductions on both power leads followed by the return of voltage on both power leads. The system controller was exchanged without any issues. Additional log files were submitted for review and contained no unusual events. Later that day the patient experienced one pump off and low flow alarm lasting about 3 seconds.

Manufacturer narrative:
D5 - operator of device: corrected. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file (084727) spanned approximately 14 days (24apr2025 ¿ (B)(6) 2025 per time stamp). Multiple pump stop and low speed advisories events were observed on 28apr2025 at 19:42:26, 05may2025 from 19:14:24 ¿ 20:00:58, and 08may2025 from 02:53:16 ¿ 05:56:50 while the patient was supported by both the power module and 14v battery power due to fluctuating phases. The no external power alarm was captured on (B)(6) 2025 at 19:42:26, (B)(6) 2025 at 19:15:51, and was intermittently active on (B)(6) 2025 from 02:55:15 ¿ 05:04:23 due to the observed phase fluctuations. The low battery hazard alarm was also active during these no external power events. The backup battery was able to provide power to the system controller during these events. There were no other notable alarms active in the log file. The system controller was not returned for analysis. The provided information stated that the patient ha d a known short to shield. Additional information provided stated that they elected to exchange the system controller. They performed a self-test on the old system controller without any issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate ii instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and low voltage alarms. Heartmate ii instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate ii instructions for use (rev. B) section 2 - ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 - ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.